Event description:
Initial report indicated that generator was replaced due to end of service. Further investigation revealed that a high lead impedance reading was obtained before the reimplant (dc-dc code 7). Both the lead and generator were replaced. It was reported that the pt had done very well with the vns, but began having an increase in seizures and could no longer feel the stimulation. Analysis of the returned product revealed a lead break.